Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Evaluation summary: the iab was returned with the membrane noted to be completely folded. Laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficult: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope incorporates this channeling phenomenon into its instructions for use for all stat iabs.

Event description:
The iab leaked. That was the only info from the contact at the time of the report. Event complications: unk - reported 11/27/96. Pt's current status: unk - rpt'd 11/27/96.